Event description:
Caller stated, they saw a flash at the trigger switch.

Manufacturer narrative:
Caller stated they saw a flash at the trigger switch. Based on limited information and past similar events, we concluded this may be a cord cut at the strain relief. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. A new jacketed cord design was launched in production on (B)(6) 2014. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.